Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR 2134265-2013-01931. It was reported that during a percutaneous coronary intervention a balloon rupture occurred. The 90% stenosed lesion being treated was located in the calcified and moderately tortuous proximal to mid right coronary artery. The physician advanced a 15mm x 3.00mm quantum apex balloon catheter to the target lesion. Upon the sixth inflation at 18atms the balloon ruptured. The device was successfully removed. The physician then advanced another 15mm x 3.50mm quantum apex balloon catheter to the target lesion. Upon the 3rd inflation at 12atms the balloon ruptured. The device was successfully removed and the procedure was completed with a different device. No complications were reported and the patient's status is good.

Event description:
Same case as MDR 2134265-2013-01931. It was reported that during a percutaneous coronary intervention a balloon rupture occurred. The 90% stenosed lesion being treated was located in the calcified and moderately tortuous proximal to mid right coronary artery. The physician advanced a 15mm x 3.00mm quantum apex balloon catheter to the target lesion. Upon the sixth inflation at 18atms the balloon ruptured. The device was successfully removed. The physician then advanced another 15mm x 3.50mm quantum apex balloon catheter to the target lesion. Upon the 3rd inflation at 12atms the balloon ruptured. The device was successfully removed and the procedure was completed with a different device. No complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by MFR.: there was blood in the balloon and inflation lumen. Magnified inspection revealed no damage. When positive pressure was applied with an inflation device filled with water, a stream of water emitted from a pinhole in the balloon wall 2mm from the proximal edge of the proximal markerband. The balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. There was no evidence of any product quality deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).